Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient had seizures prior to having her spinal cord stimulation, but she thinks that her spinal cord stimulation affects them. The patient stated that before a seizure happens, it is like an "itch in your brain that you can't scratch" so the patient then takes her medication so the seizure stops. When the patient turns stimulation off and takes medication, the seizure stops; however, when she keeps her stimulation on and takes the medication, she has the seizure. The patient's unrelated medical history includes breaking her spinal cord and being wheelchair bound and bedridden.